Manufacturer narrative:
This report is being submitted 30 days late as there were technical issues associated with setting up the esg production account. (B)(4).

Event description:
Consumer reported after brushing her teeth in the morning, she felt something get stuck in her throat that caused prickling the inside of her throat and it wiggled/tickled her gag reflex. On the way to work she vomited multiple times in the street and metro, suffering from public humiliation. Consumer mentioned at work she tried to drink hot water, salt water, juice, etc just to try to get it out whatever was lodged in her throat and eventually even forced to puke try to get it to come up instead of going down. According to consumer, she tried to work the day but after about an hour it became harder and harder to breathe. She could barely talk, her throat started to swell up, it became very clear that what was lodged in her throat was causing more irritation and was making it more and more difficult to breath. Consumer went to emergency and doctor had to immediately remove the object from her throat and on that time it was discovered that the object was a toothbrush bristle. Consumer mentioned, the extracted toothbrush bristle from her throat was long/thin, stabbing her throat and incident left her missing a day of work. Consumer also provided doctor note and according to doctor notes; the consumer came with irritation and redness of pharynx and extracted plastic thread from her right tonsil.